Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter with an unidentified guidewire. There was blood in the inflation lumen and guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal cone transition was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip, markerbands and bonds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous right posterior tibial artery (pta). A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for pre-dilatation. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.5mmx20mm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous right posterior tibial artery (pta). A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for pre-dilatation. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.5mmx20mm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).